Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the device failed in incoming functional test for the heart wire connector, however it was additionally noted that once the contacts on the tester itself were cleaned, when the test was rerun the device passed. It was further noted that the upper and lower cases as well as the liquid crystal display (lcd) lens and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed and the lcd gasket was seeping. The device was to be scrapped in-house. (B)(4).